Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic cuff was planned to be implanted in the patient for the emergency endovascular treatment of a 60mm contained ruptured abdominal aortic aneurysm on (B)(6) 2018. During the procedure, it was reported that while the delivery system was being advanced the guidewire (non-mdt) was accidentally retracted and the delivery system was advanced without a wire which resulted in perforation of the aorta due to lack of wire support. The cuff was not deployed and the procedure was converted into an open repair. It was reported that the other stent grafts implanted during the same procedure were explanted. It was also reported that the patient expired while trying to control the perforation of the aorta and the rupture. As per the physician, the cause of the event was due to user error. No additional clinical sequelae were reported.